Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Since (B)(6) 2022, the patient experienced a large reddened, inflamed area around the stoma. In addition, a slimy red-brown liquid discharged from the stoma. No antibiotics were administered. In (B)(6) 2023, the patient reported that he received no other therapy or surgery and there was no tube change. The patient was in the clinic and the doctors were able to eliminate the ingrown retaining plate. The issue resolved.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.